Event description:
Customer reporting 1 discordant asymptomatic sars result (travel screening). Result on first instrument sars positive, result read on 2nd instrument sars negative. Customer communicated the result was confirmed negative by pcr.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: can not determine. Source: phone.